Event description:
The sales representative reported on behalf of the customer aes-90sn, probe assy,suct,sin was being used during a rotator cuff repair procedure on (B)(6) 2023 when it was reported ¿a piece fell off into the patient, was retrieved with no injuries or delays.¿ further assessment questioning found that the device was retrieved with a grasper. There was no report of injury medical intervention, or hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Reported event ¿a piece fell off into the patient - was retrieved with no injuries or delays¿ was confirmed. Customer complaint was confirmed. Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The most likely cause is user utilizing the probe to pry and manipulate tissue exposing the distal tip to undue force and stresses. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer aes-90sn, aes-90sn probe assy,suct,sin was being used during a rotator cuff repair procedure on (B)(6) 2023 when it was reported ¿a piece fell off into the patient, was retrieved with no injuries or delays.¿ further assessment questioning found that the device was retrieved with a grasper. There was no report of injury medical intervention, or hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.